Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer has to hold the button longer in order to rewind. Customer¿s blood glucose was unknown. Customer stated that insulin pump rewound for more than once and had connectivity issue. Insulin pump will not be returned for analysis.